Event description:
It was reported that during a bipedicular spinejack procedure the implant on the left side of the pedicle would not open. As removing the unexpanded implant was determined not possible, cementing was performed. Additionally, a decision was made to insert another spinejack higher up within the same pedicle using a higher path, resulting in one of the left implants being inadvertently pushed forward, 2cm in front of the vertebral body. Emergency vascular surgery was performed the next day. Additional information has been requested regarding the event and patient status.

Event description:
It was reported that during a bipedicular spinejack procedure the implant on the left side of the pedicle would not open. As removing the unexpanded implant was determined not possible, cementing was performed. Additionally, a decision was made to insert another spinejack higher up within the same pedicle using a higher path, resulting in one of the left implants being inadvertently pushed forward, 2cm in front of the vertebral body. Emergency vascular surgery was performed the next day. Additional information has been requested regarding the event and patient status.

Manufacturer narrative:
This event was reported in error as it has been determined to be a duplicate to the event previously reported via 3015967359-2025-01268.